Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing red spots as well as a lump at the pod infusion site while wearing the device. The patient was able to treat the pod infusion site with antibiotics previously prescribed on another case.